Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Initial reporter name and address: telephone number: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery the device was noted to have a bent comb. No adverse events were reported as a result of this malfunction. No harm or delay were reported. Due diligence is in process to date no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2-finland. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00824; 0001526350-2023-00823. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.